Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was running untrue (wobbling). A visual and functional assessment was performed which found that the device failed for (check cannulation) due to a broken coupling shaft and (check the untrue running) as the device was wobbly. During repair, it was observed that the coupling shaft was broken and the bearings were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a surgical procedure on a fractured hip, it was observed that chuck attachment device was wobbling. There were no delays to the surgical procedure as a spare device was available to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.